Event description:
The glue holding the push rod on the profx spar failed an the foot end fitting broke off.

Manufacturer narrative:
Initial investigation begun. Will advise upon completion ((B)(4) 2011).